Event description:
Suspected device malfunction was reported as the patient received multiple hv therapies, suffered chest pain, weakness, and shortness of breath. The lead will be replaced when the ICD reaches eri. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes lead was capped and replaced.